Manufacturer narrative:
The insulin pump passed the displacement test, active current test, sleep current test, and self test. Successfully downloaded history files and traces using thump. There were unexpected replace battery alerts and replace battery now alarms in history. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/electrical board 1. After disconnecting and reconnecting the internal lithium backup battery connector on j6/electrical board 1, the pump was monitored and functioned properly. Unexpected replace battery alert was found on history on 12/29/2021 at 15:00:00.000. Pump error 25 was found in the history files on 12/30/2021 at 14:00:00.000. The pump was cut open to perform a visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay and pillowing keypad overlay. There were no unexpected low battery alerts. Also, confirm replace battery alerts with pump error 25 and unexpected battery power loss, so, ¿pump error 25, replace battery alerts and replace battery now alarms and unexpected battery power loss anomaly was confirmed due to a connector resistance issue with the j6 connector on electrical board a 1.¿ medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. Customer stated that they did not received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours. No harm requiring medical intervention was reported. The insulin analysis pump will be returned for further.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.